Event description:
Customer reportedly rec'd the following back to back results on the same device: 150 mg/dl, 80 mg/dl, 130/dl, and 280 mg/dl. No high or low blood symptoms reported. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.